Event description:
It was reported that during an ipg revision (MFR number 3006630150-2024-00910), the physician accidentally scraped the right lead and frayed it. The physician plugged the leads into the new ipg, and impendences were newly noted on the contacts. Nevertheless, they were able to program around the fractured contacts and provide adequate overlap for this patients pain area. The leads remain implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 5094291

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)). The returned leads analyzed, and visual inspection revealed that the leads were cleanly cut into two pieces approximately 29 cm and 35 cm from the distal end of the lead. The electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the leads. A labeling review did not reveal any anomalies. With all the available information, boston scientific concludes that the complaint of lead damage has been confirmed. The lead body were cleanly cut. The labelling warns the user to avoid damaging the lead with sharp instruments. Sc-1232 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that during an ipg revision (MFR number 3006630150-2024-00910), the physician accidentally scraped the right lead and frayed it. The physician plugged the leads into the new ipg, and impendence's were newly noted on the contacts. Nevertheless, they were able to program around the fractured contacts and provide adequate overlap for this patients pain area. The leads remain implanted. Additional information that patients implantable pulse generator (ipg) was not working as intended. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(6); batch: 589585.

Event description:
It was reported that during an ipg revision (MFR number 3006630150-2024-00910), the physician accidentally scraped the right lead and frayed it. The physician plugged the leads into the new ipg, and impendence's were newly noted on the contacts. Nevertheless, they were able to program around the fractured contacts and provide adequate overlap for this patients pain area. The leads remain implanted. Additional information that patients implantable pulse generator (ipg) was not working as intended. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well post operatively.